Manufacturer narrative:
Based on further engineering investigation, the units go through a balloon inflation process as part of the catheter manufacturing process. Current risk mitigations includes design and manufacturing controls, IFU warnings and cautions, and physician training of device insertion techniques.

Manufacturer narrative:
The device was received in our product evaluation laboratory, the balloon was found to have one tear of 0.2" in length near the proximal winding of the balloon. The edges on the damage did not appear to match up. No other visible damage was observed from catheter. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before use with this fogarty embolectomy catheter, the balloon burst. There is no allegation of patient injury. The device was received for evaluation. As per product evaluation findings, the balloon edges did not appear to match up. No other visible damage was observed from catheter. Patient demographics unable to be obtained.